Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a hospitalization on (B)(6) 2014 for low blood glucose. Customer does not remember her exact blood glucose when admitted, but it was under 55 mg/dl. The doctor feels that either customer over delivered insulin or the device malfunctioned and over delivered insulin. Customer stated she has been receiving an error message on the device. Her doctor highly recommended that she replace the device. The device is being replaced. Customer's last blood glucose was 219 mg/dl. Nothing further reported.